Event description:
A company representative reported that ozark screw fractures were observed approximately one year after implantation. The construct spanned c5 to c7; bilateral screw fractures were noted at the cranial level and a unilateral screw fracture was noted at the caudal level. Revision surgery has not occurred. This report captures the four of four screws.

Manufacturer narrative:
The device remains implanted and was therefore not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.